Event description:
On 03/18/2022, it was reported by a sales representative via email that an ar-3638 knotless fibertak mechanism locked up before surgeon was able to reach the desire tightness. This was extremely loose and was not able to be tighten anymore. This was discovered during an anterior labral repair on (B)(6) 2022. Additional information received 3/23/2022: nothing broke inside the patient, surgeon cut the visible sutures and left the anchor sheath implanted. Case was completed using four more ar-3638 with different lot number. No further issues have been reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(6).